Manufacturer narrative:
An email was recieved indicating that there was no patient involvement during this issue.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be damaged on the interconnect board, have a crack in the top case, along with the right plunger case. The pump was powered on, and noted to have functioned properly; unable to verify the reported customer complaint. It was also noted that upon review of the pump's event history log, no alarm history pertaining to the customer's stated problem was identified.

Event description:
Information was received that a smiths medical medfusion syringe pump will not power up/ fluid damaged and needs a new battery. No adverse effects were reported.